Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp system error 3 alarms is confirmed by the field service engineer. The field service engineer discovered loose and missing screws in the cold trap assembly, which can result in reduced condensation removal from the helium pathway. The screws were replaced and the pump passed functional checkout. The root cause of the missing screws in the cold trap assembly, is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had an alarm for a system error 3. Therefore, the iabp was swapped out for another iabp. No consequence to the patient. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had an alarm for a system error 3. Therefore, the iabp was swapped out for another iabp. No consequence to the patient. There was no report of patient death, serious injury or complications.